Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c (501) module. The customer changed the electrodes and they run and repeat 10 patient samples after performing maintenance on the analyzer. Of the repeated samples, one had discrepant sodium results. The sample initially resulted in a sodium value of 138 mmol/l. The sample was repeated twice, resulting in values of 119 mmol/l and 140 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 138.9 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer decontaminated the system. The vacuum module, valve assemblies, rinse mechanism water check valve, ise assembly syringe, ise sample assembly, sample probe, and ise reagent probes were replaced. Probe adjustments were performed. A cell blank was performed and the nozzle tip alignment was checked. Syringe seals were replaced. All bearings on all syringe assemblies were removed and checked. An ise check, calibration, and precision studies were performed. Precision studies recovered within specifications. The investigation determined the service actions resolved the issue.